Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra 2 meter was reading inaccurately high and low compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation, as it was not possible to reach the patient by telephone for follow up. The patient stated that the alleged product issue began sometime ¿a year ago in 2018¿. The patient alleged that he obtained an inaccurate high and low blood glucose results (unable to give any results) on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages his diabetes using insulin (self-adjuster) and made no changes to his normal diabetes management in response to the alleged issue. The patient alleges that at an unknown time, he developed symptoms of ¿nervous and low sugar¿. The patient also, stated ¿if something is happening he is unsure if it is happening or is he imagining it¿ the patient reported at some point he required ¿an injection of glucose¿ by a health care professional. At the time of troubleshooting, the csr confirmed the subject meter was set to the correct unit of measure. The patient did not have his meter with him at the time of the call to carry out other troubleshooting. The patient¿s products were replaced. This complaint is being reported because the patient developed symptoms suggestive of a serious injury adverse event, which required treatment from a health care professional, after the alleged product issue began and there is insufficient information to rule out the contribution of the subject meter to the event.